Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the occlusion knob was jammed. Occlusion knob would not loosen to unload tubing. The occlusion was tightened all the way to the end stop. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The perfusionist was able to unjam the occlusion knob and they will continue to use the suspect unit.